Event description:
The customer reported to olympus, the evis exera iii video system center exhibited image interference issue with 180 scope and urf scope. The event occurred during an unknown diagnostic procedure. Upon inspection and testing of the customer returned device, bend video connector pin was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the customer reported issue was confirmed due to bend video connector pin. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bent video connector pin could not be identified. Olympus will continue to monitor field performance for this device.